Event description:
On (B)(6) 2010, patient reported her infusion device continues to occlude during use. Patient stated her infusion site is one day old and the infusion tubing is 3 days old. Adapter is used out of specification. Reviewed specifications. Had patient disconnect the infusion tubing from the infusion site and attempt to prime; insulin flowed out of the end of the infusion tubing. Had patient remove the infusion site. Pt reported the cannula was bent. Had pt insert a new infusion site and bolus 1.0 unit of insulin to fit the cannula. Reviewed insertion technique. Advised patient to avoid high scar tissue areas. Pt was able to clear the occlusion error. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.